Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event is unconfirmed based on the investigation of the returned product. Visual evaluation did not identify any malfunction. Functional testing revealed that ar-3638 was able to slide into the guide and be removed as intended, without any issue. The evaluation concluded no problem was found.

Event description:
It was reported during a labral repair the surgeon used 2 ar-3638, fibertak anchor, inserted and secured. During insertion of third the ar-3638 only went 2 inches into the guide. The case was competed using 4 anchors. Pending information.